Manufacturer narrative:
Product analysis:it was determined at analysis that the lower case was broken, all bails and bail cover were missing, the external pulse generator (epg) failed incoming testing on -2 millivolts atrial sensitivity, 10 millivolts atrial sensitivity and 5 millisecond atrial frequency response, and the upper case was broken. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was unknown damage to the external pulse generator (epg). The epg was expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.